Event description:
The account alleged the head of the bed will not raise. No injury reported.

Manufacturer narrative:
The account found the connectors on the head cylinder were disconnected. No further information is available on the repair of the bed at this time.